Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x that skyplate had artifact from heavy shock damage. The device was being setup for clinical use and there was no patient or user harm. Additional information received that the detector was dropped by the patient. Field service engineer (fse) performed analysis and concluded that detector had been dropped, which caused the artifacts. Heavy shocks were recorded in detector shock log. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The detector was replaced and reattached to the system. After performing detector calibrations, the system was tested and confirmed to be operating correctly.

Event description:
It was reported that the skyplate had artifact from heavy shock damage. There device was being setup for clinical use and there was no patient or user harm. Additional information received that the detector was dropped by the patient.